Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump error 63 alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had flow blocked alarm. The customer's blood glucose value was unknown at the time of incident. The customer stated that they had been changing the sets thrice overnight. The customer informed that the tubing was not bent or kinked. The customer stated that they have tried all remedies. The customer was advised to revert to a back-up plan as per the healthcare professional¿s instructions. The insulin pump will be returned for analysis.